Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with moderate ketones; bg value was not provided. Reportedly, an occlusion alarm occurred. Customer did not initially address bg as the occlusion alarm occurred while the customer was asleep. The customer was subsequently hospitalized where healthcare providers administered intravenous fluids of saline and insulin to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Reportedly, the customer changed the pump supplies to address the occlusion alarm issue. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.